Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4) , implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 2 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient was reporting no relief of pain with the pain pump despite dose escalations. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The hcp performed a catheter dye study, and it was difficult for him to aspirate the catheter and difficult to infuse the dye. The patient was scheduled for a catheter revision/replacement on (B)(6) 2021. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.